Event description:
Sex: unk. Procedure: lap appendectomy. Reportedly, the instrument would not release from tissue. There was no reported injury or tissue damage. Another instrument was used without further complications. However, product was received on 11/14/2006 and examined on 11/16/2006. Visual examination noted the jaws were in the fully closed position and contained a small amount of excised tissue. Based on these observations, this incident was determined to be reportable as a serious injury.